Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received intermittent altitude alarms. Reportedly, the customer was able to clear the alarms and resume insulin delivery. Customer had elevated blood glucose (bg) levels reaching 540 mg/dl. Customer drank liquid and delivered a bolus to address elevated bg levels. Customer has manual injections as alternate insulin therapy.